Event description:
The customer reported that system would not display a usable image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the camera. The system operates as intended.